Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: there was a pump reboot observed in the black box on 05/01/2015. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and measured within specifications. The battery compartment was intact with evidence of moisture contamination inside the compartment. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. An ¿intermittent power¿ event was not duplicated during testing. Unrelated to the original complaint, the audio bolus button cover was torn. The leak test confirmed the tear in the button cover. The pump case was removed and there was no evidence of additional moisture contamination found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.